Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image function failure due to component failure of the electronic component; distal end surface glass appearance failure due to component failure of the distal end cover glass; insertion section appearance failure (outer tube) due to component failure of the outer tube; and light source function failure due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the laparoscope (gynecologic) exhibited image function failure, distal end surface glass appearance failure, and insertion section appearance failure (outer tube), along with failure of the light guide bundle and light source function. There was no patient involvement.